Event description:
It reported that the image of the colonovideoscope had lines appear throughout and the lower part of the image was not displayed. The issue occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the lines in the image and no image on the lower part was damage to the circuit board in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.